Event description:
It was reported that during a follow-up visit, alerts of right ventricular (rv) oversensing were observed. Programming change was made but another occurrence of alerts continued after the changes. The patient complained of near syncopal episodes and dizziness. Additional programming change was made, and the patient was scheduled for a lead revision on (B)(6) 2023. During the procedure, fluoroscopy was performed, and no anomalies were noted. Lead and pocket manipulation was attempted to recreate lead the noise and the noise was not recreated. It was decided by the physician to close the pocket and programming changes were made. The following day, a non-sustained episode was observed, and programming change was made. The patient will continue to be followed.